Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received missing end cap sticker. Unit received with cracked battery tube threads. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and no delivery before and after a battery change. The customer indicated that a new infusion set was put in but the pump would not rewind. Customer does not recall any significant events leading to the error. Customer's blood glucose was 189 mg/dl at the time of incident. Troubleshooting was done but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.